Event description:
The customer tested her blood glucose reading using her 2 contour meters and received readings of 214 and 74 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips were returned for evaluation. Replacement test strips were sent to the customer.